Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory. (B)(4).

Event description:
Customer reported that a patient with an anti-e did not react with va153. Patient's antibody screen was positive. No erroneous results were reported.